Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device and associated lead displayed high, out of range shock impedance measurements of greater than 125 ohms. The patient was to be seen at a later date for follow up. There were no adverse patient effects reported. The system remains in service.